Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined further troubleshooting, so root cause could not be determined, but customer stated that blockage may be due to tissue exhaustion. Customer's blood glucose was 192 mg/dl.